Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. Visual inspection found the device was damaged. The weld was broken on the body. The broken weld did not allow the jaws to close or the handle to latch. The body parts were examined and the weld appeared to have been well-constructed. It could not be determined how or why the weld broke. As a result, covidien could not test the device for improper sealing due to the damage to the device.

Event description:
The customer reported that oozing occurred during a hysterectomy although end tones, indicating a completed seal cycle, were heard.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.